Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted. Two to three years post-implant, the patient was evaluated for routine follow-up and transesophageal echocardiogram (tee) showed a large clot on the closure device. The clot had been originally discovered at a different hospital and the patient was placed on oral anticoagulation medication at that time.

Manufacturer narrative:
Supplemental: e1: initial reporter facility added.

Manufacturer narrative:
Aware date used as event date is unknown. Estimated as it was reported that implant occurred in 2020.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx closure device was implanted. Two to three years post-implant, the patient was evaluated for routine follow-up and transesophageal echocardiogram (tee) showed a large clot on the closure device. The clot had been originally discovered at a different hospital and the patient was placed on oral anticoagulation medication at that time.